Event description:
Reporter states the end user was pushing up on both sides of the seat frame to relieve pressure when reporter heard a snap. Upon inspection, found both sides of the rear cross support bar broken at the weld. No injuries reported.